Event description:
It was reported that the pt called on (B) (6) 2010 (five days after replacement) with difficulty turning the system on. Impedances were within normal limits at the time of implant. The pt had turned the system off, and forgotten how to turn it back on. The pt was charging thinking this may be the problem. The implantable neurostimulator (ins) was at 75% battery power. The pt turned the system on using the recharger, and then wanted to use the pt programmer to review. At the time the device was turned on, the pt experienced a burning and stinging in the pocket so bad the pt could not stand it and cried out in discomfort. The pt did not have this complaint when he turned the system on using the recharger. The stinging had been occurring since the replacement, but had not been as bad. The pt turned the system off. The burning sensation ceased when the system was off. The pt noted he quit using the other system, because it was stinging and burning so bad in the pocket. The pt had informed the doctor of the problem. The company rep was not informed prior to the surgery. It was reported that with the prior device the pt reported no dyesthesia in the ins pocket only loss of stimulation after a while which was contributed battery depletion. The pt noted he was getting good stimulation prior to the replacement and did not indicate any further problems. Further correction of the system was being considered. It was later noted on (B) (6) 2010 that the pt was admitted to the hosp due to infection at the ins location. The pt underwent an emergent explant; it was unk if this was a full system explant or if only the ins was removed. No pt outcome was reported.

Manufacturer narrative:
(B) (4).